Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A cartridge with approximately 100 units of insulin was inserted into the pump and the load step was performed; the load step stopped appropriately indicating 99 units. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the bolus button cover was found to be missing; the bolus button was tested and found to be functioning.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of the lay-user/patient alleging the patient was having unexplained hypoglycemic episodes while the animas pump was having inaccurate records of remaining insulin. On (B)(6) 2011, the animas pump alerted the patient with loss of prime alarms. The reporter disconnected the patient and primes 5 units of insulin at 10:26 pm. At 10:40 pm, the animas pump at another loss of prime warning. Reportedly, the reporter expected the animas pump to have at least 31 units of insulin but the animas pump display only 5 units of remaining insulin. At 11:30 pm, the patient's blood glucose dropped to 48 mg/dl and he was treated with candy. During the next several hours, the patient's blood glucose read 59, 95, 68, 32, 102, 64, 80, 110, and 82 mg/dl. At around 4 am, the patient blood glucose stabilized over 99 mg/dl. During troubleshooting, the animas representative noted during the first loss of prime, the animas pump had 31 units left in the cartridge. After the second, warning the animas pump only showed 5 units. The prime history was reviewed and showed 5 units primes on (B)(6) 2011 while all other primes for the last 25 days were not in the history record. However, there was other prime history dated (B)(6) 2007. This complaint is being reported because, the patient reportedly had unexplained hypoglycemia while on insulin pump therapy. In addition, the allegedly incorrect remaining insulin history was not resolved with training.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).